Event description:
It was reported that the right ventricular (rv) shock lead exhibited a gradual increase in impedance measurements over time, eventually exceeding the upper limit of the normal range, with a recorded value greater than 125 ohms. Technical services recommended continued monitoring and advised that lead replacement should be considered once impedance values exceed 150 ohms. Programming options were also discussed. At this time, the lead remains in service. No adverse patient effects have been reported.